Event description:
The patient's wife reported the patient's new insulin infusion device display is incomplete. She said the time function of the device is missing segments, for example, the dashes for the number 3 are missing on the top and bottom. She stated they put in a new battery. To troubleshoot, the patient's wife was asked the lot number and expiration date of the battery. She stated she was unable to give this info. Upon further checking, it was discovered the battery was a recalled power pack. The pt then took the phone and stated, he was aware of the recall but had never had an issue with the batteries. The pt was advised to not use the recalled power pack and that corrected batteries would be sent. The pt stated, he is aware of the risks and that he wants to use the recalled battery. The pt and his wife were assisted in setting up the infusion device. The pt inserted the insulin cartridge into the device and primed successfully. On follow up, the pt stated the device has been properly functioning with no further issues. The pt did not report blood glucose concerns related to this issue. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The product was replaced. No product was requested to be returned for eval.

Manufacturer narrative:
No product will be returned for eval.